Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer stated that the buttons on the insulin pump were unresponsive. Customer's blood glucose reading at the time of the call was 357 mg/dl and believes the high is due to eating. No further information reported.

Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to unresponsive buttons. Insulin pump had cracked display window corner and cracked battery tube threads.